Manufacturer narrative:
The customer was unable to have their glidescope go monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope go monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the screen would go black intermittently. No delay in the procedure, use of a backup device, or harm to the patient was reported.